Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer whose indication for use is parkinson's dual and movement disorders reported that there were issues with gait which started in (B)(6) 2015 and were noted to be sudden. The patient's feet were hitting each other, tripping over themselves and legs freezing up. The patient had a fall 2-3 months prior, (B)(6) 2015. The patient saw their healthcare professional and was reprogrammed. Issue was resolved. The patient has neurological testing every 3 months and things had been pretty good. Further follow up is being conducted to obtain information about what led to the fall and gait issues. If additional information is received a supplemental report will be submitted.